Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan USA alleging that his onetouch ultra 2 meter was reading inaccurately erratic. The following complaint was classified based on information obtained from customer service representative (csr) documentation. The reporter alleged that the product issue began beginning of (B)(6) 2018, when he obtained blood glucose readings of ¿277 and 158 mg/dl¿ on the subject meter. Csr noted that the tests were performed greater than 20 minutes apart. The patient, would not confirm how he managed his diabetes or if he made any changes to his normal routine, in response to the alleged meter issue. He reported that after the meter issue began (time unknown), he developed symptoms of ¿kind of tired, kind of sleeping more and having difficulty in breathing¿. There is no evidence that the patient received or required any medical treatment for the alleged symptoms. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, and the patient had used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.